Event description:
It was reported that the patient with this pacemaker felt dizzy and fell for an unknown reason. The patient was hospitalized and during pre-discharge check oversensing of noise on the right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes was observed. Upon review, some instances of noise were seen prior to the patient's fall, however it was noted that the patient has an underlying rhythm and no noise on the right ventricular (rv) channel. The noise was able to be reproduced with movements and no external source of noise was identified. The cause of the noise was unable to be identified. At this time the physician will continue to monitor the patient and no programming changes were made. The pacemaker and another manufacturer's ra lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker felt dizzy and fell for an unknown reason. The patient was hospitalized and during pre-discharge check oversensing of noise on the right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes was observed. Upon review, some instances of noise were seen prior to the patient's fall, however it was noted that the patient has an underlying rhythm and no noise on the right ventricular (rv) channel. The noise was able to be reproduced with movements and no external source of noise was identified. The cause of the noise was unable to be identified. At this time the physician will continue to monitor the patient and no programming changes were made. The pacemaker and another manufacturer's ra lead remain in service and no additional adverse patient effects were reported. The device was explanted for reported normal battery depletion nine months later and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.